Event description:
It was reported that "staff had difficulty acquiring ECG and ap signals and had purge failure alarms when attempting to initiate counterpulsation. I did not find anything wrong with the pump other than the rotation latch assembly was bend, which has nothing to do with what they experienced. They switched out the pump and I am not aware of any patient complications". See associated MDR # 30105 32612-2024-00118.

Manufacturer narrative:
(B)(4). The reported complaint of "difficulty acquiring ECG and ap signals" is not able to be confirmed. The product was not returned for investigation. According to the service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "staff had difficulty acquiring ECG and ap signals and had purge failure alarms when attempting to initiate counterpulsation. I did not find anything wrong with the pump other than the rotation latch assembly was bend, which has nothing to do with what they experienced. They switched out the pump and I am not aware of any patient complications". See associated MDR #30105 32612-2024-00118.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.